Event description:
The caller reported a malfunction on the pump, specifically malfunction code 5, but there were no notable events prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information, guided the caller through resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again, which the caller acknowledged and understood.